Event description:
It was reported that during a procedure of the heavily calcified, concentric, moderately tortuous, 90% stenosed, below the bifurcation of the circumflex (cx) coronary artery with a vessel diameter of 2.5 mm and a lesion length of 20 mm, after pre-dilatation, the 2.5 x 23 mm xience xpedition stent delivery system (sds) was advanced but it did not cross the ostium of the target lesion. Multiple attempts to cross were performed , including an attempt with a guide liner, but still could not cross the ostium of the target lesion. During removal, resistance was met with the guide liner. Outside the anatomy the distal stent strut was noted to be flared. The procedure was completed without stenting. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue; guide cath: hyperion. The device was returned for analysis. The reported flared stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified